Event description:
The customer tested his blood glucose using his contour meter and received lo. He retested on a different meter and the reading was over 100 mg/dl. Depending on the actual reading, the difference between them could fall in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. Replacement strips were sent and the customer is expected to return his strips for eval.